Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: reported error code 133.6090 during the device check in was confirmed. As received the pcu detected main speaker failure, error code 133.6090 upon the completion of the power on self-test. Failure investigation isolated cause of failure to main speaker assembly. The main speaker impedance was out of the acceptance specification limit of 8 ohms. It measured around 130 ohms. Visual inspection also found very poor solder on the positive speaker wire. Conclusion: faulty main speaker assembly is the main cause of report error 133.6090 during the check in process. Rework: recommend replacing main speaker assembly part number tc10006640. Disposition: route to service department for normal process.